Event description:
It was reported that during a lap cholecystectomy procedure, the device was sticking and only worked once in while. They got a new one to complete the procedure. There was no pt consequence. The device will be returned.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the el5ml device was rec'd in good visual condition. The instrument was cycled, fed and double feed the remaining staples. The instrument locked out as intended, but the orange indicator did not show up completely. The device was disassembled to verify the condition of the internal components and no anomalies were noted, however, excess of dry body fluids were found. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.